Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on on (B)(6) 2015, drainage of the driveline was noted and cultures were positive for staph infection. Blood cultures were negative and the patient was afebrile. It was also reported that the patient and caregiver do not perform regular dressing changes as instructed. The patient did not experience any other vad related issues or alarms. Hospital personnel reinforced teaching about proper driveline dressing technique. On (B)(6) 2015, the patient was discharged to home and was placed on daptomycin for 1 week.

Manufacturer narrative:
Approximate age of device ¿ 66 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned for evaluation, as it remains in use supporting the patient. No further related events have been reported. A direct correlation between the device and the reported infection could not be determined. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.